Event description:
Extracorporeal membrane oxygenation (ECMO) patient with gtts (drops) currently infusing kept reading, "air in line" and "clamped patient side". Tubing changed, still was not working appropriately. Removed from service. No noted harm.